Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that a screw dropped into the sterile cover. The customer service engineer found a screw which dropped into the sterile cover. The loosening of the screw was caused by excessive movement procedures of the c-arm during the time it was in use. The screw is long enough so that the user is able to see the loose screw before it drops as it sticks out 5mm. The service records for this system were analyzed and it was found that the system was in use for more than 4 years without any repair or exchange of parts around the image intensifier unit. The local service organization tightened all screws and applied locking agent over the screws and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized and this event is considered as a single occurrence event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis avantic gen 2 system. The user reported that one of the screws that attaches the grid to the imager intensifier dropped during operation resulting in the component falling. An alternate system was brought into the exam room and the procedure was completed. There is no report of impact to the state of health of the patient involved.